Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: 0185 lead implanted: (B)(6) 2009; 419588 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had a pump thrombosis with several reported low flow alarms. The patient exhibited typical heart failure symptoms due to the limited flow. After six days, the patient returned to the operating room (or) and it was noted the outflow graft had scar tissue and adhesion placing pressure on the outflow graft. It was believed to have created a clot or kink at the outflow graft anastomoses. There was no pump failure noted. The adhesion and scar tissue was relieved and a portion of the outflow graft was replaced returning the flow to normal. The outflow graft remains in use. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary: the outflow graft was not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed 100 low flow alarms logged on (B)(6) 2018. Of note, it was reported that there was scar tissue and adhesion placing pressure on the outflow graft, resulting in a kink or clot. It was reported that the adhesion and scar tissue were relieved and a portion of the outflow graft replaced, after which flow returned to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, a possible root cause of the reported low flow event can be attributed but not limited to a kink or constriction of the outflow graft and/or thrombus in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.